Event description:
The customer reported that the system freezes up when initializing. The customer also reported that when they try to attack things they get an error message stating that visualization exited unexpectedly and the system freezes up. This happened during procedure two times but no pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site eval. The tracker, receivers and transmitters in this system are no longer available and each of them was upgraded. The system operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.